Event description:
Spontaneous. Nurse holly reported mini spikes in last 2 orders do not work properly in getting all of the sterile water out of the vial to mix with the cinryze. The mini spikes did not allow withdrawal of the fluid without compromising aseptic withdrawal (no further details given). In total, her treatment has decreased to 17-18ml instead of the prescribed 20ml because of the new mini spike malfunctions. No missed dose but pt only received partial dose. Csr emailed tech team with pictures so correct one can be shipped. No adverse events reported; unknown if available for return; unknown if md aware. No further information. Reported to cvs/caremark by: health professional. Reference report: mw5144757.